Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead procedure, lead fracture issue was observed on the rv lead. The cause of the lead fracture issue is unknown. Lead was explanted and a new lead was implanted. Patient was stable.